Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during a stent placement procedure performed on (B)(6) 2013. According to the complainant, during procedure, the dreamwire was difficult to remove from the device. It was found that the black hydrophilic tip and the ptfe coating peeled exposing the metal corewire tip. The procedure was completed with a new dreamwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual analysis of the device presents the distal tip damaged and bent exposing the corewire approximately 7 cm from the distal end with a length of 3 cm. The tip of the corewire was not exposed. The jacket was also damaged and had a rough finish in different sections. There was no evidence of corewire fracture and all outer diameter measurements are within the specifications. The returned unit was not consistent with the complaint that the distal tip detached exposing the corewire tip. It is possible that the handling of the device during the procedure may have contributed to the failure reported. Unstated procedural factors including but not limited to interaction with other devices, handling of the device and condition of the treated lesion could affect the device integrity. Therefore, ¿operational context¿ is the most probable root cause for this incident.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during a stent placement procedure performed on (B)(6) 2013. According to the complainant, during procedure, the dreamwire was difficult to remove from the device. It was found that the black hydrophilic tip and the ptfe coating peeled exposing the metal corewire tip. The procedure was completed with a new dreamwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.